Manufacturer narrative:
(B)(6). Returned product consisted of a nc emerge balloon catheter. There were numerous kinks throughout the catheter. There was a pinhole in the balloon material 2 mm from proximal markerband.

Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 3.25mm x 15mm nc emerge balloon catheter was advance for dilation. However, during inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complication nor injuries reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 3.25mm x 15mm nc emerge balloon catheter was advance for dilation. However, during inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complication nor injuries reported.